Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 800 mg/dl. Cause of bg level was not known. Customer went to the emergency room with high ketones and was subsequently admitted to the intensive care unit; treatment provided was not known. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.